Event description:
It was reported during implant, the lead was difficult to place due to the patient anatomy. On the second attempt, the sheath and lead were advanced but it was difficult to maneuver the lead. The physician attempted to pull the lead back out, the lead insulation began to break down. A vascular surgeon was called in to remove the lead which came out in pieces. The patient did have some difficulty breathing but an echogram noted nothing abnormal. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.